Manufacturer narrative:
The device was not in clinical use when the issue was found. The customer reported the central processing unit (cpu) board had been replaced, and replacement option codes were needed. Multiple attempts were made to obtain information on the disposition of the device to determine if the reported issue had been resolved have been unsuccessful. A supplemental report will be submitted if new information is obtained.

Event description:
It was reported to philips that the device gave a backup alarm failure, error code 1104. Patient or user involvement information is unknown and was requested from the customer. The customer did not respond. No patient or user harm was reported. The customer spoke with a philips remote service engineer (rse). The customer requested the part number for the cpu. Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown.